Event description:
Additional information received reported that step one was not completed, the clip applier was never fully connected to the sheath. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. Analysis was performed on the returned device. The reported loose or intermittent connection with the exchange sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. The IFU also states: connect the starclose se exchange sheath to the clip applier. An audible ¿click¿ should be heard. Check to make sure the hub-to-clip applier engagement is secure by gently pulling on the sheath hub. In this case, the calcification does not appear to have contributed to the reported event as it was reported that step one was not completed such that the sheath was never connected to the clip applier. Based on the reported information and the returned device condition, the exchange sheath was not properly connected to the clip applier (step 1). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Medical device problem code 1494 clarifier - patient selection manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted with a starclose se device after an angioplasty and stenting interventional procedure using a 5f sheath. The sheath was upsized to a 6f sheath. Reportedly, the sheath separated from the clip applier when advancing the plunger. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.